Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The unit returned has wire kinked and broken, as part of overall visual revision. The device has wire broken at 72cm from the proximal section, the distal tip was returned, also the device has the body kinked in the middle of the device. Overall length couldn't be measured due to the device condition. All other outer diameter were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04658. It was reported that burr was stuck in the lesion, burr detachment and rotawire fracture occurred. The target lesion was located in the calcified left main coronary artery extending into the ostial circumflex. After exchanging the rotawire floppy via a non bsc catheter, a 1.25mm rotalink plus was inserted. A normal decelerations was experienced during the initial rotablator run and as the physician was coming off rota the burr jumped across the lesion into the circumflex artery. Then the physician was unable to perform a run or move the burr. The tip of the guidezilla was damaged when initially trying to remove the burr. The burr was able to be tugged back as far as the distal left main artery, and a second wire was advance into the left anterior descending artery and a 1.5x8 emerge push was inserted. The balloon was inflated next to the burr. After a couple inflations, the physician attempted to pull the burr back again. Without success, a new 2.5x12 nc emerge was inserted and inflated next to the burr. Attempting to pull back on the burr again and it was noticed that the burr sheath and drive shaft were removed but the burr was not attached. The wire was fractured after an attempt to pull the burr when it was stuck on the lesion. The burr shaft between the advancer and tuohy was cut, the burr sheathing was removed and a guidezilla was inserted to help facilitate the retrieval of wire/burr. Then the rotafloppy wire was then pulled back with the burr into the guide and removed as a system ,ensuring the burr was not advancing over the .014 distal portion of the wire and it was noted that the wire was fractured. Patient was stable throughout the procedure. The flow remained the same as prior to the case start. The procedure was not completed due to this event and the patient will be brought back to the lab to reattempt in about a month. No further patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04658. It was reported that burr was stuck in the lesion, burr detachment and rotawire fracture occurred. The target lesion was located in the calcified left main coronary artery extending into the ostial circumflex. After exchanging the rotawire floppy via a non bsc catheter, a 1.25mm rotalink¿ plus was inserted. A normal decelerations was experienced during the initial rotablator run and as the physician was coming off rota the burr jumped across the lesion into the circumflex artery. Then the physician was unable to perform a run or move the burr. The tip of the guidezilla was damaged when initially trying to remove the burr. The burr was able to be tugged back as far as the distal left main artery, and a second wire was advance into the left anterior descending artery and a 1.5x8 emerge push was inserted. The balloon was inflated next to the burr. After a couple inflations, the physician attempted to pull the burr back again. Without success, a new 2.5x12 nc emerge was inserted and inflated next to the burr. Attempting to pull back on the burr again and it was noticed that the burr sheath and drive shaft were removed but the burr was not attached. The wire was fractured after an attempt to pull the burr when it was stuck on the lesion. The burr shaft between the advancer and touhy was cut, the burr sheathing was removed and a guidezilla was inserted to help facilitate the retrieval of wire/burr. Then the rotafloppy wire was then pulled back with the burr into the guide and removed as a system ,ensuring the burr was not advancing over the .014 distal portion of the wire and it was noted that the wire was fractured. Patient was stable throughout the procedure. The flow remained the same as prior to the case start. The procedure was not completed due to this event and the patient will be brought back to the lab to reattempt in about a month. No further patient complications reported.